Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the sm mpp gel 275cc breast implant was observed with no apparent damage or visual anomalies. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 275cc mentor memorygel breast implant and experienced implant site hematoma on her left side. As a result, the device was explanted on an unknown date.

Manufacturer narrative:
On december 7, 2021, mentor became aware of the following, and corresponding fields have been updated on this form: date of implantation (B)(6) 2021. Date of explantation (B)(6) 2021. Procedure type was revision breast augmentation . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 275cc mentor memorygel breast implant and experienced implant site hematoma on her left side. As a result, the device was explanted on an unknown date.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the sm mpp gel 275cc breast implant was observed with no apparent damage or visual anomalies. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 5, 2022, the mentor failure analysis lab received the device for evaluation. On january 12, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).